Manufacturer narrative:
The customer¿s report of syringe pumps not giving the right dose/vtbi with syringes filled with 10ml but only delivering 6.24ml and 6.18ml was confirmed, caused by dataset configurations in the nicu profile. Physical inspection of the device showed no issues. Review of the event log shows that on 26 october 2018 at 10:08am pcu was powered on with syringe module s/n (B)(4) attached and assigned unit label a. At 10:09am the device was programmed for a bd plastik 50/60ml with 10.287 ml detected, dextrose 10%, rate 50ml/hr. The syringe module alarmed for near end of infusion and was silenced. At 10:10am the module alarmed for check syringe and the user silenced it and cleared the volume infused. At 10:12am the syringe module alarmed for check syringe and the user confirmed the alarm. The device was programmed for a bd plastik 50/60ml with 9.5785 detected, dextrose 10%, rate 90ml/hr. ¿warning rate exceeds guardrails limit of 66ml/hr¿ displayed. The user reprogrammed the rate to 66ml/hr and the infusion was started. At 10:13am the device alarmed for near end of infusion and was silenced. At 10:19am the device completed the infusion and transitioned to kvo with a rate of 2.5ml/hr. At 10:21 am the syringe module was channeled off and the pcu powered off. Functional testing replicated the device not delivering the right dose when using the data set in use at the time of the event. Kvo and all mode were enabled. When all mode is enabled the syringe module does not deliver the entire syringe contents, and leaves a percentage of the syringe contents available for kvo operations. The percentage of volume that is left for kvo is determined in the syringe module configurations. Near-end-of-infusion (neoi) was also enabled, which sets a configurable alert from 1 to 60 minutes before infusion is completed. The alert was configured to 30 minutes from completion of the vtbi. Since the infusion was set to infuse in less than 30 minutes the neoi alarm occurred immediately after the infusion was started. The root cause of the incorrect delivery was attributed to the syringe module settings in the dataset for the nicu profile.

Event description:
The customer reported that the nicu was having issues with the syringe pump not giving the right dose/vtbi of fentanyl. There was no report of patient harm. The event occurred in nicu. It was also reported that the pharmacy had the wrong (incompatible) syringes which they supplied to the nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate. Biomed reported "sn: (B)(4), bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s. No priming done. Sn: (B)(4), bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml¿s delivered 6.11 ml¿s. No priming done." Biomed performed an investigation on the 2 suspect syringe modules and reported, "we found out afterward the pumps were working as programmed.¿

Manufacturer narrative:
Correction on follow-up(1): h.1

Event description:
The customer reported that the nicu was having issues with the syringe pump not giving the right dose/vtbi of fentanyl. There was no report of patient harm. The event occurred in nicu. It was also reported that the pharmacy had the wrong (incompatible) syringes which they supplied to the nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate. Biomed reported "sn: 15200134, bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s. No priming done. Sn: 15200523, bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml¿s delivered 6.11 ml¿s. No priming done." Biomed performed an investigation on the 2 suspect syringe modules and reported, "we found out afterward the pumps were working as programmed.¿

Manufacturer narrative:
(2)bd 60ml syringe; 10ml- 20ml, therapy date: unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nicu is having issues with the syringe pump not giving the right dose/ vtbi of fentanyl . Although requested there are no additional event details. There was no report of patient harm. The event occurred in nicu. The pharmacy had the wrong ml syringes which they supplied to the nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate. The biomed performed an investigation on the 2 suspect syringe modules which revealed :"bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s. No priming done. Sn: (B)(4), bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml¿s delivered 6.11 ml¿s. No priming done. , 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s., there was no priming done. Bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml s delivered 6.11 ml¿s, there was no priming done."